Event description:
Technician alleged buttons on ucm were functioning properly.

Manufacturer narrative:
Tech found old fluid residue prevented the buttons from pressing. He replaced ucm board to resolve issues.